Event description:
It was reported that the lead exhibited intermittent capture and low lead impedance. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the lead insulation to be abraded at 47 cm from the connector. The abrasion was consistent with that produced by friction to another implanted device, and resulted in the reported intermittent capture and low lead impedance.